Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Caller states that the patient was set to have her ins replaced yesterday but instead everything was removed. The caller states the patent was in 'perfect health' and had no fever and the patient's incision site looked 'perfectly normal'. When the doc made the incision to open the pocket, white fluid came out 'everywhere' and initially they assumed it was puss (they have taken two cultures of the fluid). They pressed down and more white fluid came out. The area was not warm or red. They continued to open the pocket and 'chunks' were coming out and these chunks were 'fibrous¿like a cat's tongue'. The chunks were not hard and not smooth. The fluid was around the lead as well. The caller states the area did not look infected. They took the battery out of the pocket and turned the ins over and saw the ins had 'milky, chalky stuff' on it and it was not coming off. They took the lead out because 2 cm of the inner wire were exposed and the representative felt like it was not safe for the pt. The caller states at this time they are going to allow the patient to heal and then likely will re-implant a system. No further complications noted or anticipated

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.